Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a patient sample of e. Coli was misidentified as shigella. There was no report of patient impact.

Manufacturer narrative:
The panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, a patient sample of e. Coli was misidentified as shigella. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli as shigella when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213048. The customer did not provide panels or phoenix generated lab reports but provided an isolate for investigation. The customer returned isolate was a staphylococcus epidermidis which was not tested since the complaint batch is a gram-negative panel, and in house isolates were used. To investigate, two retention samples each from the complaint batch were inoculated with in house isolates escherichia coli 18187 and e. Coli 11421 and placed in a phoenix m50 for identification results. Next, control panels from the same material but different batch were inoculated with in house isolates escherichia coli 18187 and e. Coli 11421 and placed in a phoenix m50 for identification results. All panels identified the isolate as e. Coli, this complaint is not confirmed. The batch history records were satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.